Event description:
It was reported a small hole was noted near the tip of the tube and was identified via CT of the abdomen. The device was not removed but the nurse pulled the tube back 10 cm. The device had been in use for a "few days" prior to identification of the hole via CT. There was no reported injury. Additional information received 02-mar-2022 noted the device had been in use for a few days prior to the event. During the few days of use it was noted only tube feeding and medication had been administered through the device. The patient passed away on (B)(6) 2022 and it is unknown if the death was associated with use of the device.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 15-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 24-mar-2022 stated the patient had "an enteric feeding tube with wire stiffener placed several days ago. CT [computed tomography] was done today to look for additional sources of infection and blood density along the duodenal c-loop was noted adjacent to gerota's fascia. No extraluminal gas. Abdominal exam was benign." The clinician suspects the patient "may have had a microperforation from the rigid guidewire at the time of feeding tube placement; this would explain peritoneal blood without air. Tube has been pulled back 10cm." The patient's proton pump inhibitor (ppi) dose was increased and tube feeds are on hold for now. Steroid mediations are on hold for now. Clinician states "will probably need a repeat CT in a few days as she does not have an exam that can be followed."

Manufacturer narrative:
All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.